Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Relative manufacturer reference number:2938836-2020-01748. It was reported that high thresholds were noted on the patient's atrial lead. When the patient presented for atrial lead revision, the device interrogation revealed low impedance on atrial lead. The right ventricular(rv) lead also exhibited high threshold and high pacing impedance. The whole system extraction was discussed, and the surgery was rescheduled. The patient was discharged.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 3.6 cm to 4.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information noted that the patient presented experiencing near syncopal symptoms. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing. The rv lead was explanted and replaced, while the atrial lead remains implanted. The patient was in stable condition afterwards.

Manufacturer narrative:
Additional: b1, b2, b5, d7, h1 and h6.